Manufacturer narrative:
Patient information was not provided (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to reproduce the reported failure. A serial readout was performed and sent to livanova (B)(4) for further evaluation. During evaluation of the serial readout, it was found that the pump was handcranked without turning the pump off. This user error was the cause of the reported fault. No other pump malfunctions relevant to the reported issue were noted in the readout. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue was caused by a user error and no malfunction of the device was identified, no further investigation is required. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped and displayed an error message during a procedure. The user attempted restarting the device but it did not resolve the issue. There was no report of patient injury.